Event description:
It was reported that the pump presented with under infusion due to a no disposable error that could not be resolved. No patient injury or complications were reported in relation to this event.